Event description:
Description of event: patient reported they were allergic to adhesive glue that was used on the incision site. Patient stated they went back to the doctor today because they were itching. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).